Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - no patient contact details to obtain the information requested the patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure when tvto was implanted? Other relevant patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? What medical intervention was given for the pain management? Results? Please provide diagnosis/indication and surgical findings for total mesh excision on (B)(6)2020? Please clarify what does it mean ¿histology-patient uplift¿? What is physician¿s opinion as to the etiology of or contributing factors to this event (chronic pain)? What is a primary cause for chronic pain? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced chronic pain secondary to tape and was referred for surgery. Total mesh excision was performed on (B)(6) 2020 and the mesh securely stored. No further information is available.